Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+3.0/080 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation. The problem was not resolved. On (B)(6) 2021 the lens was exchanged with a longer lens. See MFR rep# 2023826-2022-01134 for replacement lens.

Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial dry. Visual inspection found optic torn and haptic broken, bent and deformed. Dimensional inspection of the diameter found the lens to be within specification. Unable to complete dimensional inspection of the width due to lens damage. Claim#: (B)(4).